Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. A visual inspection was performed on the returned sensor patch and no issues were observed. Data extraction was successful. A watermark was observed at the base of the sensor tail, indicating sensor was properly inserted. The sensor was sent for further investigation and de-cased. No issues were observed upon visual inspection of the printed circuit board assembly (pcba). The sensor was reprogrammed and a source measure unit (smu) test to check that the returned sensor¿s electronics were functioning properly was performed. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. Therefore, this issue is not confirmed. An extended investigation has also been performed for the reported complaint. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue was reported with the abbott diabetes care (adc) device. It was reported, the customer was receiving unspecified glucose sensor scan results perceived to be low when compared to unspecified blood glucose test readings obtained from a competitor brand meter. As a result, the customer experienced tiredness and subsequently had a loss of consciousness. Upon regaining consciousness, the customer self-treated with food. In addition, the customer reported taking 'metformin' (oral non-emergent diabetic medication) and 'carvedilol' (beta-blocker). There was no report of death or permanent injury associated with this event.